Manufacturer narrative:
Medical images have been provided for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that 38 days post-stent implantation in the left superficial femoral artery, the healthcare provider (hcp) allegedly identified a distal stent fracture and acute arterial obstruction when the patient came in for an unrelated procedure. The fracture was corrected with rotarex thrombectomy and implantation of another stent. Reportedly, the patient is stable post-procedure.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on x-ray images provided a stent twisting was confirmed. The single stent struts were not clearly visible, but stent fracture may occur as a consequence of strut load caused by stent twisting. The images also document occlusion of the vessel and treatment of the twisted stent section with additional stenting. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Based on the information available a definite root cause could not be identified. Labeling review: based on the lot number reported, the instructions for use (IFU) were supplied with this product. In reviewing the relevant labeling for this product it was found that the IFU sufficiently describe the correct deployment of the stent. The IFU states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'post stent expansion with a pta catheter is recommended.' And 'predilation of the lesion should be performed using standard techniques'. H10: d4(expiry date: 08/2021), g4. H11: h6(results, conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 38 days post-stent implantation in the left superficial femoral artery, the healthcare provider (hcp) allegedly identified a distal stent fracture and acute arterial obstruction when the patient came in for an unrelated procedure. The fracture was corrected with thrombectomy and implantation of another stent. Reportedly, the patient is stable post-procedure.